Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The fuses and connectors were reseated and the battery was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system shut down without command. There was no patient injury or death reported.